Manufacturer narrative:
Findings: the insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test and displacement test or verify vibration function due to blank display. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, stained end cap sticker, stained address/serial number label, cracked battery tube threads, cracked case at the reservoir tube window corners and broken reservoir tube window. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was cracked, the vibration function did not work anymore and the screen was scratched. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.